Manufacturer narrative:
Block b3: exact date unknown, event occurred on the procedure date.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason.